Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to chest pain after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the ICD may have detected a supra ventricular tachycardia (svt) arrhythmia as a ventricular fibrillation (vf) episode resulting in the patient receiving inappropriate therapy. The device remains in use. No further patient complications have been reported as a result of this event.